Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose of 30 mg/dl. The customer stated that the emergency medical services came for the low blood glucose. The customer's blood glucose was 139 mg/dl at the time of call. The customer stated that they were given orange juice to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The reservoir will not be returned for analysis.